Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to pcr. The consumer's symptoms of a sore throat and congestion began on (B)(6) 2022. On (B)(6) 2022. The consumer performed covid-19 at-home test and the result was negative. On the same day at approximately 12:30 pm (approximately 6 hours after the at-home test was performed), the consumer had a pcr test and the result was positive. On (B)(6) 2022. The consumer performed another covid-19 at-home test and the result was negative. No other information can be provided.